Manufacturer narrative:
There is no service record, and without evaluating the unit, the cause for malfunction cannot be determined. It is believed that a burr on the compression nut resulted in the failure. The burr call-out is on the drawing. Engineering updated the drawing to ensure technicians make the proper assessment. An engineering change order was generated to cover implementation of applicable dwgs. This lot has a (B)(4) complaint rate. The high number of complaints would be expected due to the burrs.

Event description:
Would not prime.